Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 11-jan-2018 a field service engineer (fse) found the alignment off at the dispense lane; the fse performed cup transfer alignments to all positions. The fse then proceeded to run cup transfer maintenance test 20 times with 2 cycles without any errors. The aia-900 instrument was functioning within specifications; no further action was required. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number 10443010, from 11-dec-2016 through 11-jan-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 7-1: list of error messages states the following: [2142] no cup from the dispensing lane cause: cup sensor s032 in the dispensing lane did not detect a cup. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. The most probable cause of the reported event was due to a cup transfer alignment to the dispensing lane.

Event description:
On (B)(6) 2018 a customer reported receiving 2142 no cup from the dispense lane error message with the aia-900 instrument. The customer is unable to run, which caused a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.